Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system displayed an error indicating that the cuvette was not dry prior to reagent injection. As the customer technical specialist (cts) instructed customer on how to troubleshoot the instrument, customer observed that the wash vacuum probe was overflowing with fluid. The field service engineer (fse) inspected the instrument and determined that there was no vacuum from the 3-way solenoid. The fse replaced the wash vacuum probe assembly, but this did not resolve the issue. The fse then replaced the 3-way solenoid valve, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves, during the incident and troubleshooting. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.